Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The user was coached through step by step guidance on how to add the callers files for the sensor cables to the system. After providing the needed assistance the system booted up successfully.